Event description:
Boston scientific received information that this right ventricular lead exhibited a low out-of-range pacing lead impedance measurement of 100 ohms along with oversensing. Additional information indicates that oversensing did not result in greater than 2 seconds of asystole. Lead insulation was the possible source of low out of range pacing impedance. The physician was going to order a chest x-ray and to continue monitoring the lead. There were stored noise on the channel with pacing thresholds being stable. This rv lead remains in-service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On (B)(6) 2018 we received information this lead was capped on (B)(6) 2018 due to noise and oversensing. No adverse events reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.